Event description:
During an in-clinic follow-up, the patient had experienced ventricular tachycardia (vt), the device delivered high voltage therapy, however the shocks did not convert the vt. The device was then reprogrammed and a change in medication was provided to resolve the event. The patient is stable.

Event description:
Additional information was received that the ventricular tachycardia (vt) was eventually terminated by shock.